Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. No further information can be obtained.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was to upgrade the ipg.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. No further information can be obtained.